Manufacturer narrative:
Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Essure was implanted on or about (B)(6)-2006. Subsequent to implantation with essure, the plaintiff began to suffer from severe pelvic pain, extreme menstrual changes accompanied with blood clots, burning sensation in extremities, and severe abdominal pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pain. According to follow up information, this case became legal. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. Based on the information available, there is no reason to suspect a quality defect. Follow up information will be obtained through litigation process.

Manufacturer narrative:
Eval summary: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any mfg deficiencies. In this case, we conducted a review of the mfg batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time.

Event description:
Wrist and ankles are aching/burning [painful joints]. Adenomyosis [adenomyosis]. Cyst on fallopian tubes [fallopian tube cyst]. Pain of the essure coils [medical device pain]. Became very heavy [weight increased]. Stomach was extended as if I was 7/8 months pregnant [abdominal bloating]. I could barely climb stairs [weakness]. My leg and back would burn as I stood [burning sensation]. Flu like symptoms [flu like symptoms]. One coil did not extend on implant [device deployment issue]. Lots of scar tissue [scar]. Lower back aches [low back pain]. Headaches [headache]. Diabetic [diabetic]. Thumbs started burning/ burning in hands, wrists, fingers [burning finger]. Pain in joints muscles [arthromyalgia]. Depression [depression]. Diabetic neuropathy [diabetic neuropathy]. Pain [pain]. Body became physically weak [weakness generalised]. Very ill /sick [malaise]. Lost my hair [alopecia]. Fibromyalgia [fibromyalgia]. Endometriosis [endometriosis]. Periods that were very heavy [heavy periods]. Fibroids [fibroids]. Case description: case status: serious - listed-related-incident. This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in united states on (B)(4) 2014 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced endometriosis, my leg and back would burn as I stood, very ill/ sick, flu like symptoms, depression, wrist and ankles are aching/burning, periods that were very heavy, became very heavy, stomach was extended as if I was 7/8 months pregnant, diabetic, diabetic neuropathy, lost my hair, pain, body became physically weak, I could barely climb stairs, fibromyalgia, one coil did not extend on implant, thumbs started burning/ burning in hands, wrists, fingers, adenomyosis, fibroids, cyst on fallopian tubes, lots of scar tissue, pain in joints muscles, pain of the essure coils, headaches, and lower back aches. The consumer's medical history included c-sections, parity 5, gestational diabetes, and anesthesia. The consumer's intercurrent condition included marijuana use. The consumer considered herself healthy. No info given on consumer's drug history and concomitant medication. On (B)(6) 2006 the consumer had essure (ess205) inserted with anesthesia (lot number # 508837). When she awoke she was a different woman. She noticed symptoms instantly. When she returned back to work her legs and lower back started burning as she stood at the gate. From there she became very ill, with flu-like symptoms. By 2006, she had to resign her position of due to being sick and using up all her time off. This put her into a depression. So she decided to find a position that wouldn't be so demanding. She then began noticing and telling her co-workers that her wrist and ankles are aching/burning. This was when her health started going on a downward spiral. She started having periods that were very heavy. She would take showers and look in the bottom of tub and see blood clots the size of quarters. She had x-rays on her wrist, MRI on her back, back injections for lower back burn, physical therapy for her wrist and back. She became very heavy, she gained weight and her stomach was extended as if she was 7/8 months pregnant. She became diabetic and was diagnosed with diabetic neuropathy and treated with metformin, cymbalta and vicodin. She lost her hair and lost this next position after 2 year because she couldn't tolerate the pain or blood. She worked third shift but her body became physically weak. She felt like an 80 year old women and she could barely climb stairs. She had a biopsy on clots, pap smears, x-rays, mris, CT scans, back injections, check for ms (multiple sclerosis) and lyme, but all blood work was normal. She stayed alone in silence and pain, depression for years. In 2013, she informed her personal care doctor and her gynecologist doctor of what all her symptoms were. Her doctor ran a kind of blood test, including nickel, copper and lead but all was normal. Diabetes went away too at that pint to. She was very ill, in pain. Her doctor then diagnosed her with fibromyalgia. Then she went to see her gynecologist who ordered ultrasound of her essure coils and it looked that one of the oils didn't extend on implant. A hysterectomy was scheduled. Her thumbs started burning and she made her doctor aware that was her last symptom before her abdominal surgery to remove essure coils. When the doctor removed coils on (B)(6) 2013, he stated that he could tell that she would get instant relief. She had endometriosis, adenomyosis, fibroids, cyst on fallopian tubes and lots of scar tissue. The consumer was no longer felling burning in hands, wrists, fingers. She was not having blood and pain of the essure coils. She gave up all medication and started self-medicating with marijuana for extreme pain in joints muscles and headaches. At time of report the consumer has improved and although she continued having lower back aches and leg muscle pain, all other symptoms were gone completely. Reporter causality: the relationship between events and essure is related. Follow-up on (B)(4) 2014. Consumer was contacted and answered to questions on phone. Consumer, (B)(6) year old, had (B)(6) lbs, height 62 inches. Essure was inserted on (B)(6) 2006 at a hospital by a physician who consumer thinks is not there anymore. Consumer sees an other doctor at hospital who performed hysterectomy and took essure out on 07/15/2013. Consumer stated she has the lot number and expiration date and will provide it later. At time of reporting, she was in a store. No further details were reported. Follow up info received on (B)(6) 2014: ptc investigation. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within then handle assembly to confirm that all parts are accounted for and inspect the device to look for any mfg deficiencies. In this case, we conducted a review of the mfg batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case also reported a deployment issue (coil did not extend in fallopian tube) which also is not necessarily indicative of a quality defect. Six (6) additional ae case reports have been received to date in relation to batch number # 508837 but none of these cases refers to any similar type of medical event and although three (3) of these cases refer to a deployment issue it was not a similar event of the coil did not extend (in fallopian tube). No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment, the technical investigation concluded "unconfirmed quality defect". Based on the info available, there is no reason to suspect a quality defect. Follow-up received on (B)(4) 2014: no response received. Case considered to be closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.